Event description:
It was reported that the procedure was performed to treat a lesion in the left superior femoral artery (sfa) with moderate calcification and 80% stenosis. The armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced and inflated to 20 atmospheres (atm), but the balloon ruptured. During removal, the device became caught on the guide catheter and the tip separated. The tip was attempted to be snared, but this was unsuccessful. The patient was sent to surgery for endarterectomy. There was additional hospitalization for the patient due to the treatment. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 - above rbpna.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that the armada 35 balloon dilatation catheter (bdc) was overinflated to 20 atmospheres (atm) and the balloon ruptured. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 35/ armada 35ll global, ce, instruction for use (IFU) states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 16 atmospheres as indicated on the product label. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported complaints, foreign body in patient, hospitalization, surgical intervention, and unexpected medical intervention appear to be related to operational context and circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.